Manufacturer narrative:
Other relevant device(s) are: ssd 9736411 lot number: s5janj0n212383w. A representative went to the site to preform a system check out. It was reported that there were parts replaced and the system preformed as intended the returned ssd was bench tested and the reported complaint was confirmed. When logging into stealth a 'no application licenses were available on this system' message would appear. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a "no application available" error when attempting to enter the application. Technical services (ts) walked the local representative (cs) through uninstalling the application (1.3.2), rebooted, then reinstalled. The issue still remained. Two different application discs were attempted. There was no reported delay. There was no patient involved.

Manufacturer narrative:
H3: analysis found in sw- analysis determined there was insufficient information to determine cause. Only stealthapplication, stealth 3d cranial and stealthmerge licenses were installed. Cranial/ent/spine licenses as such was not installed. This is a user issue. The software is functioning as designed. C19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.